Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 394 mg/dl and 180 mg/dl. Customer states that he ate some grapes before obtaining the results. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.